Event description:
It was reported to philips that the device is not ready to use as there are broken attachments; the 5 lead ECG, blood pressure, and oximeter. There was no patient involvement.

Event description:
It was reported to philips that the device's 5 lead ECG is broken. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to the device being dropped, causing a faulty ECG connector. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ECG connector from the device being dropped. The part was replaced to resolve the noted issue and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.